Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis did not register the drawer as being closed, the drawer would not physically open while attempting to recover storage space. User turning the pyxis off and back on several times but not recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed to stay closed and did not open to recover the storage space. A field service engineer found the missing magnet and replaced it. Further, the fse replaced control board for the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.